Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated as the patient was in the hospital. A magnet application was recommended to be completed for this device to confirm beeping tones are able to be emitted. Rhythmcare discussed the interrogation difficulties could be due to the environment. This device remains service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the incident description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated as the patient was in the hospital. A magnet application was recommended to be completed for this device to confirm beeping tones are able to be emitted. Rhythmcare discussed the interrogation difficulties could be due to the environment. This device remains service. No adverse patient effects were reported.